Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed and was completed by moving the patient to another room with a less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. As part of the troubleshooting, the fse reviewed system log files and found footswitch error. To resolve the issue, the fse replaced the footswitch and returned the part for further analysis. The supplier's part analysis conclusively determined the cause of footswitch failure was due to missing anti slip rubbers, also showed cable defect. Upon the replacement the system was returned to use in good working condition. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2023-igt-bst-004. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.